Event description:
A journal article was reviewed that contained information regarding ventricular assist device (vad) thrombosis. The article reports a patient who underwent a non-vad related procedure to replace a right ventricular (rv) lead. During the procedure, the patient's vad exhibited a low flow alarm. After the closing of the wound, a prompt computerized tomography (CT) angiography was undertaken, which was negative for pulmonary embolism and showed left ventricular (lv) dilatation with no definitive outflow cannula thrombosis or significant stenosis. The diagnosis of an occlusive thrombus of the inflow cannula was made based on an acute decrease in power consumption and the calculated blood flow without changes in the acoustic signal, and there was no evidence of hemolysis. The bedside transthoracic echocardiography showed the lv to be enlarged and ejecting. Thrombolysis therapy carried a very high risk, and the decision was made to perform a retrograde thrombus washout maneuver with the patient awake and spontaneously breathing. After manually compressing both carotid arteries in trendelenburg's position to avoid thromboembolism to the brain, the pump was stopped for ten s econds. After restarting the pump, the parameters returned to normal values. The lv became unloaded again in the bedside transthoracic echocardiogram. The patient showed no perfusion or neurological deficits after the procedure. The patient was discharged home with normal vad parameters. The status/disposition of the vad appears to be still in use.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: retrograde washout of prepump lvad thrombosis in a patient on heartware¿ support. Journal of cardiac surgery. 2022;1¿3. Doi: 10.1111/jocs.16813 product event summary: one (1) pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.